Event description:
It was reported that a loss of therapeutic effect occurred. There was no stimulation sensation. The implantable neurostimulator would no longer charge and multiple attempts to "jump start it" had not worked. The locations of the patient's symptoms were the left leg and low back. The patient was to have surgery on (B)(6) 2011. It was reported that the patient decided not to have the device replaced but was having a pump placed instead. Surgery date for the pump had not been set yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).